Event description:
The complainant reported a patient of unknown demographics, noted as high risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support. It was reported that during device prep, after connecting the pump to the console, the purge screen step in case start was skipped and a purge pressure low alarm was triggered. The staff disconnected the pump and went through case start again and had the same result. The decision was made to use a new pump. There was no report of patient injury due to the device not operating.

Manufacturer narrative:
The investigation for the reported case start issue has been completed. Evaluation of the returned product found that the pump had already been initialized (completed case start). There was no damage noted to the pump. Review of the provide console data logs showed that the pump had already been initialized when it was connected to console ic6571, indicating that case start had been completed on a different console. The root cause of the case start issue was most likely use related. This report is being filed as part of a retrospective review of historical records.